Manufacturer narrative:
The reported failure of a ¿ventilator unavailable¿ message upon power-up, rendering the device inoperable is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a complaint regarding a trilogy evo ventilator that displayed a ¿ventilator unavailable¿ message upon power-up, rendering the device inoperable. The patient reported that the device would not power on, the red indicator lamp was flickering, and the error message was displayed. The patient communicated the issue to a sales representative. The sales representative subsequently contacted the patient and confirmed that the device could not be operated using the power button. The patient reported that their respiratory status remained stable while disconnected from the ventilator. The sales representative informed the patient that an in-person visit would require approximately one to two hours. Upon arrival at the patient¿s residence, the representative attempted to operate the device; however, the issue persisted, and the device remained nonfunctional. The device was replaced with another unit of the same model. The patient was observed to be stable, engaging in normal activities, including eating, and no adverse health effects were reported. The device was returned to the manufacturer for evaluation. The error logs were successfully downloaded and reviewed. Analysis identified a "ventilator inoperative" error associated with fluctuation of the flow sensor outside of specified limits. Corrective restoration was performed, after which the error no longer occurred. As a precautionary measure to prevent recurrence, the flow sensor was replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.